Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous om lesion exhibiting 99% stenosis. No damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No excessive force was used during delivery. It was reported that the device failed to cross the target lesion and stent dislodgement occurred. No patient injury was reported. The physician has reported that the event is likely due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. Slight deformation was evident to the distal tip. A kink was visible on the transition shaft at 26.5cm proximal to the distal tip. Kinks were visible on the distal shaft at 14cm, 15cm and 17cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the dislodged stent was removed with the catheter. No intervention was performed. It was subsequently reported that there was no stent dislodgement, and that the details of the event could not be fully recalled. If information is provided in the future, a supplemental report will be issued.